Manufacturer narrative:
H4: the lot was manufactured from may 2, 2022 to may 4, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. A functional leak test was performed by filling the unit with green color water. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was then monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified during initial inspection; however, was not verified during functional testing. The cause of the condition could not be determined; however, the cause of the leak inside the bag was potentially due to a user error by not securely tightening the blue winged cap. The product labelling, instructions for use, indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage; the solution was caking and turned to white masses. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.